Manufacturer narrative:
"Strange taste in mouth".

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patients¿ onetouch ultramini meter was reading inaccurately low compared to his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter advised that the alleged issue began at 11 a.m., on (B)(6) 2016. The reporter claimed that the patient obtained a blood glucose reading of ¿124 mg/dl¿ with the subject meter which he felt was high compared to his feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with self-adjusted insulin (unspecified type or dose) and claimed that in response to the alleged inaccuracy issue, the patient consumed more food and/or drink. The reporter advised that approximately 20 minutes after the alleged issue began, the patient developed symptoms of ¿blurry vision, strange taste in mouth and feeling faint¿ and that at 12:50 p.m., on the same day, the patient went to the emergency room (e.r) where he was subsequently treated with 8 units of humalog and IV fluids. The reporter also advised that the patients¿ blood glucose was tested using the e.r device and a result of ¿350 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open past their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.